Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1.6 centimeters (cm) in size and located in the right middle lobe lateral segment close to the pleura. A radial endobronchial ultrasound (ebus) probe was utilized to localize the lesion. Biopsy tools utilized included a 19g flexision needle, third-party forceps, a third-party brush, and a bronchoalveolar lavage was performed. The procedure was completed as planned with no delays. The pneumothorax was detected during the procedure using fluoroscopy and then confirmed via chest x-ray after the procedure; a chest tube was placed to resolve the pneumothorax at this time. After pneumothorax resolution, the chest tube was removed, and the patient was discharged home. The physician believed that the pneumothorax was not ion-related, and it would have likely occurred via another modality. There was no device malfunction associated with the event.